Event description:
The consumer had just received her chair back from being repaired by the dealer. While driving the chair allegedly came to a standstill and a substance that looked like motor oil poured out. The consumer directed the chair to go in one direction, but the chair allegedly lurched in the opposite direction. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Alleged malfunction. MDR filed. The consumer alleges she had just received her chair back from being repaired by the dealer when the her concerns began. Allegedly,while driving the chair it came to a complete standstill. At which time a substance that looked like motor oil poured out. The consumer directed the chair to go in one direction, but allegedly the chair lurched in the opposite direction. The consumer is (B)(6) old female who weighs 200 lbs and is 68 inches tall. The consumer has several units in the past with experience driving wheel chairs. This wheel chair has only been in use for a few months. The consumer alleges several l issues have occured with the unit that required service. Allegedly, the arms and joystick were loose on the unit. Allegedly, the footrests kept falling off and two motors (left and right) had to be replaced. According to the dealer, the service performed on this new wheel chair included: tightening the controls and arm rest, switching out the footrest and motors and, switching out a base from another new chair. The dealer alleges that when the wheel chair was picked up and assessed, they realized that the wires were allegedly crossed by their technician. If the wheel chair is brought back then it will be evaluated and inspected.